Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and hypertension are listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the stents were implanted on (B)(6) 2018. On (B)(6) 2018, (B)(6) 2019, and (B)(6) 2019 the patient was readmitted with hypertension, chest pain, and chronic obstructive pulmonary disease. Treatment was unspecified and final patient outcome is unknown. No additional information was provided.